Manufacturer narrative:
The pump was received with operating currents within spec. The pump passed self-test, unexpected restart error test, rewind, basic occlusion test, and occlusion test, prime test, excessive no delivery test and displacement test. The pump was received with missing end cap sticker, cracked case at the display window corners, cracked battery tube threads, and minor scratches on the lcd window.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 476 mg/dl. The customer's most current level was 366 mg/dl. The customer treated the highs with manual injections. Troubleshoot was conducted. Missing medtronic dome logo was noted. The device passed high pressure testing. The customer was advised to change entire set, reservoir and insulin. The customer was advised to monitor the device. The customer was advised the pump would have to be replaced and returned for analysis.